Event description:
The customer alleged that the alarm works intermittently, and reported no patient involvement. The facility reports it is unknown which alarm when violated was not activated. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. As a precaution engineer replaced the audio alarm assembly and the power switch. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. No patient death or serious injury has been verified. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.